Manufacturer narrative:
Bd received two photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed glass breakage of the tube. The manufacturing records were reviewed for the incident lot and no issues were identified. The inherent fragility of glass can result in breakage during the manufacturing and shipping process. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bottom half of a 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke during centrifugation. Centrifugation settings are as follows: 1700g x 20 min x 0 brakes. No serious injury or medical intervention reported.